Event description:
Pt was in ICU on combined treatment with a thrombolytic and anticoagulant with an arterial and venous sheath in place. Pt was last seen at 0300 and later found at 0400 out of bed on floor, bleeding, and unresponsive with sheaths and monitor leads dislodged. It appears that the sheaths and leads may have become dislodged when the patient got out of bed. Review of the monitor history reflects the patient was off the cardiac monitor at 0324, the oxygen saturation monitor showed a decreased reading followed by an inability to read at 0343. In this incident it is unknown whether the monitor failed to alarm or if they did alarm and were not heard. However, a few days later, staff witnessed a failure to alarm with the same overhead monitor or when the leads were disconnected. The same scenario was also observed with a different monitor on the same unit.